Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. Four different torque wrenches were attempted with no success. Three of the four torque wrenches broke. A temporary pacing lead was implanted and connected to the new pacemaker since the patient is pacemaker dependent. The physician opted to use bone cutters and cut the header off of the pacemaker. The lead was removed and surgically abandoned. The pacemaker was explanted as initially planned. No additional adverse patient effects were reported.